Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not feeling well and presented to the emergency room. A device check noted the right atrial (ra) lead had intermittent undersensing resulting in unnecessary atrial pacing and ventricular pacing intervals below the programmed rate of 60 beats per minute as the implantable cardioverter defibrillator (ICD) was unable to mode switch. Follow up with the company representative indicated reprogramming was done. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.